Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 143 mg/dl. Reportedly, the customer reverted to alternate insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.